Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. There is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a free perforation with extravasation into the pericardium in the left main coronary artery. On presentation, patient health was declining toward death. An expired 4.0x16mm rx graftmaster covered stent system was advanced and the stent was deployed at 16 atmospheres, sealing the perforation without issue. It was reported that use of the graftmaster device did not cause or contribute to complications or adverse events and there were no issues with this device. The patient expired the following day due to the pre-existing perforation. In the opinion of the physician, use of this graftmaster did not cause or contribute to patient death in any way. No additional information was provided.